Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer stated that it is the fifth day she has had issues with the sensor. Customer reported that in the morning the sensor was reading 65 mg/dl and his blood glucose was 95 mg/dl. She took a glucose tablet and later the sensor read 43 mg/dl and the insulin pump went into threshold suspend. Troubleshoot was performed and by the end of the call the sensor was reading 240 mg/dl and blood glucose value was 231 mg/dl. Nothing further reported.